Event description:
User facility states that during a third molar removal, the bur wobbles and gets hot. The handpiece was running rough, had a grinding noise and became hot. No report of injury to pt or user.